Event description:
As reported, the sealant on a 6f¿12f mynx control venous vascular closure device (vcd) never fully expanded and came back with the device when removed from the body. Hemostasis was achieved using manual compression for approximately 15 minutes. There was no reported patient injury. The procedure was an interventional pulmonary vein isolation ablation using a retrograde approach, and the deployer was mynx certified. A 9f avanti sheath introducer was used. The femoral access site was verified via angiography or venography with appropriate insertion angle, the vessel was venous with diameter =5 mm, and there was no tortuosity or presence of peripheral vascular disease or calcium. The stick location was the femoral groin. The sealant was not deployed completely above the access site and was not partially outside the skin. The sealant was reported as dislodged from the arteriotomy and appeared to stick to the device. Device storage conditions did not exceed 25 °c. Button #1 and button #2 were fully depressed, and the balloon was fully deflated with no resistance noted during use. The patient outcome was reported as fine with manual compression required at the access site. No damage to the device or packaging was noted prior to use, and the device was stored and prepared per instructions for use. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.